Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-14257. Related manufacturer report number: 2017865-2020-14258. It was reported that the patient experienced syncopal episodes and presented in the emergency department. A remote transmission showed elevated right ventricular (rv) lead thresholds and a decline in pacing impedance. Additionally, the device had recorded three episodes of atrial noise reversion due to a 50 hertz electromagnetic interference as well as inappropriate automatic mode switch due to competitive atrial pacing. On (B)(6) 2020, the patient was seen in clinic and it was noted that the rv lead exhibited loss of capture, which was the reason for syncope. On (B)(6) 2020, the patient was admitted for a rv lead revision, and programming changes were made prior to the procedure. During the procedure, upon opening the pocket, it was noted that there was a pocket infection. The pocket was resealed and on (B)(6) 2020, the system was explanted. The patient was in stable condition.